Event description:
Pt was undergoing a percutaneous left iliac bonebiopsy with CT guidance. As needle was being advanced into lesion by the physician the bonopty bone biopsy system needle fractured. CT images revealed that the needle was partially in the bone and the surrounding tissue. The procedure was stopped after consulting radiologist to see if there was any way to retrieve the needle. The pt was under conscious sedation at the time. In holding area after pt more awake, pt and family were notified of what had occurred. The pts referring physician was notified.